Manufacturer narrative:
The enduser has retained the retrieved piece of insulation. It appears that all communication with customer has ceased.

Event description:
It was reported that during a ventral hernia repair a piece of black plastic insulation from the metz scissor tip came off in patient. The piece of insulation, 1 1/2 centimeter in length and .4 centimeter in diameter was retrieved from patient in 2007. The enduser has retained the piece of insulation. There has been no further information obtained.